Manufacturer narrative:
No device was returned; however, the following operations were reviewed in order to verify that they were properly performed, also records were reviewed, in order to ensure that operations complied with gmps (good manufacturing practices) requirements and procedures. The review of processes and records revealed that there were no discrepancies or issues that could cause the reported complaint. No root cause could be determined, as no samples or pictures were received for evaluation. No corrective actions are required since the complaint could not be confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. D5 is unknown. No information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
It was reported that adhesive was not working and needle isn't retracting. No patient injury was reported.